Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3007420875-2025-00276 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.